Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient fell a couple of times between (B)(6) 2014. It was noted the patient had a shocking or jolting sensation. It was further noted the patient kept feeling shocks and they had to turn stimulation off. The reporter stated that an x-ray was done and it showed that the leads had moved and they were touching and shorting out. The reporter further stated they had the old system explanted and replaced with a new system on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was undesirable change in stimulation. The outcome was resolved without sequelae. Interventions included explanting and replacing the entire system. The patient reported that the spinal cord stimulator (scs) caused undesirable stimulation. Imaging showed abnormal that the leads were touching each other. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient reported falling twice resulting in a change in stimulation causing bee stinging like sensation all over her body.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced an undesirable change in stimulation. The outcome was resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure. The neurostimulator migration in pocket was secondary to fall. The patient fell twice resulting in a change in stimulation causing "bee sting" like sensations all over her body. Fluoro showed lead migration. The leads were touching each other.